Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three events of kinked cannula on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. Patient noticed symptoms within three or more hours after insertion. The site of location was abdomen. High blood glucose (490 mg/l) was treated using correction injection via multiple daily injection and bolus. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.